Event description:
It was reported that the patients ipg would no longer charge. It was noted that the patient had troubleshooting but the issue was not resolved. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg (sc-1132, sn: (B)(6)) was analyzed and an external visual inspection found burn marks on the case. The device was fully charged in one cycle from a hibernation state. A review of the device data logs indicated that the device charging and battery depletion was normal prior to the explant procedure. The internal electrical test found that sleep-current is slightly higher than the expected limit. Since an electrocautery burn marks present on the case, this anomaly is considered explant damage and not considered the source of the complaint. With all the available information, boston scientific concludes unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. However, the device was damaged during the explant procedure causing a slightly higher current leak than the expected limit. No escalation is required at this time.

Event description:
It was reported that the patients ipg would no longer charge. It was noted that the patient had troubleshooting but the issue was not resolved. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.